Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may confirm or determine another connector type associated with this report. Pain, hernia, and gastritis are surgical /physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain. Device labeling addresses the reported event of hernia as follows:"there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias." Device labeling addresses the possible outcome of gastritis as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Healthcare professional reported a port was removed and replaced after the pt visited the office and complained of alleged "cramping pain behind sternum." F/u findings: physician noted a small hiatal hernia, but primary pathology was "gastritis."